Event description:
According to the reporter, during a sleeve gastrectomy procedure, after pausing, and waiting for fluid to disperse, the excessive tissue alarm was still showing and the user could not proceed with the firing, on the second reload the staple formation was incomplete. A new reload was used to resolve the issue. The surgical time was extended for five minutes. There was no patient injury.

Manufacturer narrative:
D10 concomitant medical product: egia60amt, egia60amt egia 60 artic med thick sulu (lot#n4f1982y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.